Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was returned for evaluation. Visual inspection noted that the handle was jammed in partial actuation and the timing was disrupted. It was reported that the tack did not penetrate the tissue. An associated device issue was confirmed. The product analysis noted evidence that the device was not used as intended. It was also reported that the device did not fire tacks as expected. An associated device issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not use the instrument on tissue(s) which cannot be inspected visually for hemostasis. A minimum of 4 mm tissue thickness is required when applying the helical fastener over underlying bone, vessels, or viscera. Applying excessive pressure against the nose of the instrument may stall and/or jam the instrument. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy, the tack got caught in the mesh, then none were able to fire.